Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant reported additional information upon request: "the only interventions performed by hospital staff that I recall regarding the ci was to hold manual pressure to stop and reduce the hematoma as well as the use of a fem-stop. I did a telephone update on the day after the implant and then my co-worker sarah turner followed up regarding the patient and the end of support. It's possible she could give more information. At this point I doubt that the device is available for return."

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during an impella-assisted percutaneous coronary intervention for an elderly male with severe multivessel coronary artery disease and markedly reduced heart function, a long peel-away sheath was removed in the standard manner and the repositioning sheath was advanced while manual pressure was applied. A hematoma developed at the vascular access site, which was reduced with manual pressure and managed with placement of a femoral compression device. Following transfer to the intensive care unit, the patient experienced progressive hemodynamic instability requiring multiple vasoactive medications, received several units of packed red blood cells, and developed oliguria and signs of systemic inflammation. Despite ongoing support, the patient¿s condition continued to deteriorate, and a decision was made to withdraw life-sustaining treatment. The patient subsequently expired. Although the death appeared primarily related to the patient¿s critical underlying condition and the withdrawal of care, it was conservatively reported in association with the impella device.

Manufacturer narrative:
Corrected information has been provided in d1 and d4. Investigation summary: renal failure/fever: the cause of the injury was unable to be determined due to insufficient clinical details. Access site adverse event/hematoma: the cause of access site adverse event was likely use related due to high acts leading to bleeding with high heparin/anticoagulation doses.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the catalog and primary UDI number have been updated.